Event description:
It was reported that the pt underwent transforaminal lumbar interbody fusion (tlif) with fixation and interbody devices at l4-l5. The pt presented with an unexpected amount of continued back pain at 30 day post op visit. X-ray revealed the screw head had separated from the screw post. It is suspected that the failure likely occurred during the reduction process. No revision surgery is planned at this time.

Manufacturer narrative:
(B) (4): x-rays showed lateral view of l4-l5 tlif. One of the l4 screw shafts pulled through the tulip and disassociated. No product was returned for eval.